Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s spouse, on approximately (B)(6) 2025, the patient got an inaccurate reading, the cgm was really low. The reporter is unable to recall the cgm or bg value. The patient suddenly passed out and was unconscious. Without giving any medication, they called 911. The paramedics arrived and treated the patient with intravenous (IV) glucose. When the patient woke up, he was unable to recognize anyone, even his spouse, so they sent the patient to the hospital to get further medical treatment. At the hospital, they checked his bg reading, the spouse is unable to recall the value. The patient was treated with oral and IV medication for diabetes, blood pressure, and for his cancer. The patient stayed at the hospital for 3 days and when the doctors made sure he was okay, he was sent home. There were no cgm and bg values and specific medication provided during the call as the spouse and the patient said that they no longer recall the information. At the time of the report the patient was ok. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.